Event description:
The customer reports that the broker prefetch engine sent rejected images from the enterprise archive to the hologic mammo viewing workstation (third party dicom device), sending 15 instead of 11. Four of the 15 images that were sent to the mammography device were for the wrong patient. The physician did detect this. There was no reported patient injury associated with this event.

Manufacturer narrative:
A follow-up MDR will be submitted when the investigation is completed. (B)(4).